Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The tracking number provided under (B)(4) was confirmed to not contain the correct devices upon receipt at cg labs. Instead, the product under tracking was ethicon¿s product reported under the complaint (B)(4). Confirmation from cg labs and ethicon¿s product analysis lab was obtained. Follow up with the affiliate that prepared the shipment was done; however the person no longer work with the company; therefore no further information could be gathered. The availability of device is unknown, a physical evaluation cannot be performed. This complaint cannot be confirmed. This complaint file is being closed. If any additional information is obtained, this complaint will be re-opened to capture that information. No nonconformances were identified for this part-lot number combination per qlik query executed (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history no nonconformances were identified for this part-lot number combination per qlik query executed 01/10/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the rep

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction surgical procedure, it was observed that the rgdloop adjustable stnd device broke when the white loop shortening suture was pulled while pulling the 20 mm graft into the femoral tunnel (whose length was 30mm). According to the reporter, a screw was put in as an alternative fixation in the femur. There was a surgery delay of 15-20 minutes reported by the affiliate. No patient harm was reported by the affiliate. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: subsequent follow-up with the customer, additional information was received. The reporter clarified that fixation was already done as the procedure was completed. The reporter stated that the loop was broken; however, the total implant was in one piece only. It was further clarified that the patient's bone quality was normal and the surgeon was not off axis. It was reported that the original bone hole was used to complete the procedure. It was reported that the implant was removed. It was reported that the procedure was am. It was reported that the entire button had to be removed at the end of the procedure. It was reported that a sponge was used to remove the sutures at the end of the procedure. It was reported that the cord cutter was not needed as the loop broke intra-articular. It was reported that the button did not exit through the skin at any point. It was reported that the back tension was applied during tensioning. It was reported that tension was applied during tibial fixation. It was reported that the button loop broke before the femoral fixation also got completed. It was reported that the femoral fixation with the loop was not done.